Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. A non boston scientific guide wire crossed the target lesion and this 6.0 x 100/135 sterling otw balloon catheter was selected for pre-dilation. The stering balloon was advanced two times at an inflation of 10atms. Upon the 3rd inflation the balloon ruptured at 8atms. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).